Event description:
It was reported that the customer had an injury as a result of the failure of the infusion set used at the time of the injury. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.